Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components and bearings deterioration from normal wearout.. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported during service and repair pre-testing, it was observed that the electric pen drive did not turn. During in-house engineering evaluation, it was observed that the device did not run. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.